Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic hepatectomy procedure, when being applied to cut vessels during liver resection, the device was unable to be fired even when the green button was pressed, wherein the device could not be fired with the handle. A new device was used in order to complete the case. No patient injury.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. Visual inspection of the returned product noted that the reload had a full staple complement. Functionally the reload was loaded into a pmv representative instrument and was applied to test media with proper staple placement and media transection. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.